Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the user that during use, the cardiosave intra-aortic balloon pump (iabp) port is broken off, fiber optic connector was not functioning correctly. There was no patient harm reported.